Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4).evaluation summary:one sample was received for evaluation. Visual inspection revealed that the pouch was open and that a hair was inside in the pouch. The reported condition was confirmed. The root cause was not determined.additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Event description:
The customer reported to baxter italy of a 250ml eva bag in which there is a hair inside the bag. The event occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.